Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a mismatch of results between two samples, not reported by the instrument. One sample was typed c positive on erytype s rh+k and the other sample was typed c negative. Both samples had different sample numbers, but belong to one single patient. The customer did neither return the patient sample that had caused discrepant results nor the supposedly defective was sent back for investigational testing. Therefore our quality control laboratory tested their retained sample of erytype s rh+k reagent with different donor samples on tango optimo. All positive and negative reactions were correct. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s rh+k functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by a field service engineer. The instrument is working within its specifications and all qc tests were passed. Additional requested information has not been delivered yet for further investigations. A final statement will be given as soon as we receive more details concerning this issue.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a mismatch of results between two samples, not reported by the instrument. One sample was typed c positive on erytype s rh+k and the other sample was typed c negative. Both samples had different sample numbers, but belonged to one single patient. The customer did neither return the patient sample that had caused discrepant results nor the supposedly defective was sent back for investigational testing. Therefore our quality control laboratory tested their retained sample of erytype s rh+k reagent with different donor samples on tango optimo. All positive and negative reactions were correct. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s rh+k functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by a field service engineer. The instrument was working within its specifications and all qc tests were passed. The inspected log files showed no irregularities. We have no instigation to suspect the instrument performance to be causative for the reported problem.